Manufacturer narrative:
Per the tandem user guide, ¿make sure a sensor glucose reading shows in the upper right portion of the cgm home screen before calibrating.¿ per the tandem user guide, ¿your sensor gives you sensor glucose readings for up to 7 days. The performance of the sensor has not been tested beyond 7 days. When the sensor session ends, you will need to replace the sensor and start a new sensor session.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 169 mg/dl, and the meter bg reading was 90 mg/dl. No additional patient or event information was available. Reportedly, the customer performed calibrations when there was no bg value displayed on the cgm home screen. Reportedly, the sensor had been in use for longer than 7 days. A replacement sensor was sent to the customer.